Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after preparation, flushing, and extraction of a 5mm 180cm angioguard embolic capture guidewire (ecgw) system from the tray, the filter was found to be kinked in the yellow release sheath. The guidewire was stripped outside of the yellow release sheath and could not be properly used. There were no reported injuries to the patient. This was during a carotid stenting procedure to treat a carotid artery stenosis. The device will be returned for evaluation.

Manufacturer narrative:
The malfunction code of "filter basket - kinked/bent" no longer applies. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Event description:
As reported, after preparation, flushing, and extraction of a 5mm 180cm angioguard embolic capture guidewire (ecgw) system from the tray and successfully loading/docking the filter into the release sheath, the filter wire was found to be kinked in the yellow release sheath. Additionally, the guidewire was stripped outside of the yellow release sheath and could not be properly used. Another 5mm 180cm angioguard ecgw system was used as a replacement. There were no reported injuries to the patient. This was during a carotid stenting procedure to treat a carotid artery stenosis. The angioguard wire was kinked with no damage observed on the filter basket/umbrella. The device was stored and prepped per the instructions for use (IFU). Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The antimigration clip closest to the filter was left in place while attempting to load/dock the filter. No difficulty was encountered flushing the filter introducer and deployment sheath, and saline was noted within the coil dispenser at the green deployment sheath hub. The device will be returned for evaluation.